Event description:
Caller reported that the pump battery would not charge despite attempts using different wall outlets and adapters. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on troubleshooting steps, but when these proved unsuccessful, a replacement pump was arranged since the device was still under warranty. The customer was advised to use multiple daily injections (mdi) as backup insulin therapy and was instructed on returning the defective pump.